Event description:
It was reported that during surgery on (B)(6) 2024, the tna (tibial nail advanced) nail was mounted in the insertion arc, its respective connection screw was passed through the medullary canal, and the surgeon performed the distal blocks. Then the arm was mounted and when passing the bit, it collided with the nail. The connection screw adjustment was checked, but this did not pass. The doctor had to perform proximal freehand blocks, which delayed the procedure. No further information was provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was not returned to depuy synthes, however photos were provided for review. The investigation was not able to confirm the reported event of inability to assemble/disassemble as the complaint condition was not represented clearly in the provided photo. However, the provided evidence showed that the device was heavily worn. Therefore, the investigation could not draw any conclusions about the reported event of inability to assemble/disassemble due to the insufficient evidence provided. Functionality issues cannot be evaluated through a photo investigation. However, the observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that the potential cause of wear could be traced to component failure and no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part: 03.043.024 lot: 611p774 manufacturing site: hägendorf release to warehouse: 15-feb-2022 a DHR evaluation was performed for the finished device article # 03.043.024 lot # 611p774, and no non-conformance's were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.